Event description:
Child with type 1 diabetes wearing an omnipod 5 insulin pump. Our clinic downloaded his omnipod 5 insulin pump report through glooko. The downloaded pump report reflected different insulin doses (insulin to carbohydrate ratio) than was actually programmed into his omnipod 5 insulin pump. The pump report showed an insulin to carb ratio of 1 unit of insulin per 20 grams of carbohydrates, but his pump was actually programmed to be giving 1 unit per 15 grams of carbohydrate. Thus the insulin dose he was receiving was different than what we were seeing on this downloaded pump report. This downloaded omnipod 5 report is used to adjust insulin doses for the patient at their appointments and can certainly lead to dosing error as it is different than the actual insulin dosing programmed into the omnipod 5. FDA safety report ID# (B)(4).